Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain.

Event description:
Patient reported experiencing ¿calcification on one implant and I¿m in pain as well as having an engorged breast." The device remains implanted. The side of this record is unspecified.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, opening, brown particles, wear abrasion, crease fold. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: two striated edge openings on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician confirmed capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient reported experiencing ¿calcification on one implant and I¿m in pain as well as having an engorged breast". Patient additionally reported left side implant had seroma. Physician confirmed capsular contracture baker grade IV. Device has been explanted.

Event description:
Patient additionally reported left side implant had seroma.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformities noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b.5., d.4., g.1., h.4., h.6.